Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was that the its program in the right leg, not the left. Actions/interventions taken was that they tried but patient can't get it to work in their left leg like their right leg. Patient weight at the time of the event was (B)(6) lbs. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient needed his stimulator reprogrammed because it was not helping. Patient reported one day it was helping but then the next it stopped working in his left leg completely. Patient reported doctor's appointment on monday. No further complications were reported/anticipated.